Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00029 ,3005168196-2019-00031.

Event description:
The patient was undergoing a coil embolization procedure to treat a fistula vein ligation using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician was only able to advance the first ruby coil halfway through the px slim. The ruby coil was therefore removed and was not used in the procedure. The physician then attempted to advance a second ruby coil through the px slim and the same issue occurred. The ruby coil and the px slim were therefore removed and were also not used in the procedure. The procedure was completed using other coils and another catheter. There was no report of an adverse effect to the patient.